Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the pulse generator was showing premature battery depletion. Technical services advised that the longevity estimate of the battery is two years. It was also indicated that the device has enough power for a 6 month follow-up interval, therefore the device currently remains in service. No adverse patient effects were reported.